Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, light guide lens cracked/chipped, insertion tube buckles and coating peel-off/buckles on protector insertion section, due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity could not be obtained, connecting tube cut, distal end had foreign material or stain, adhesive around objective lens cracked, light guide lens dirty, distal end shaved, and left arm corroded. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the customer returned device, foreign material/stain was found at the scope distal end surface due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the events. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events. Olympus will continue to monitor field performance for this device.